Event description:
It was reported that a 62-year-old female patient (49kg, 158cm) underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis, mild pericarditis and prolonged hospitalization. During the af procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was not used yet, when inserted into the cardiac cavity, 105 error occurred intermittently. The cable was reconnected and changed but error did not improve, so when the complaint product was going to be changed, blood pressure dropped sharply. Cardiac tamponade was confirmed by echocardiography, and pericardial drainage was performed. Considering the patient's condition, the procedure was discontinued. The catheter was not replaced, and the procedure was terminated. Atrial septal puncture was performed with using rf needle. The event occurred prior to initiation of ablation therapy. On that day, the patient was hospitalized in the intensive care unit (ICU). At that time, the clinical course was good. The physician's opinions on the relationship between the event and the product is that the complaint product was not related to this event because it was not inserted into the cardiac cavity. There was no defect as a product, it received a comment from the physician that the causal relationship with the complication was unlikely. Soundstar sh was used for soundmerge and septal puncture guidance and was used in the cardiac cavity when complications occurred. Clinical course - although low-grade fever, which was considered to be mild pericarditis, was observed, there has been no major abnormality in the clinical course at the present time. The adverse event was discovered before use of the thermocool® smart touch® sf bi-directional navigation catheter, during use of the soundstar sh (sssh). Patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. Prior to noting the cardiac tamponade ablation was not performed. There was no steam pop because the event occurred prior to initiation of ablation therapy. Additional information was later received indicating the thermocool® smart touch® sf bi-directional navigation catheter was not inserted the cardiac cavity when error 105 occurred. It was before the insertion into the cardiac cavity.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 62-year-old female patient (49kg, 158cm) underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis, mild pericarditis and prolonged hospitalization. Cardiac tamponade was confirmed by echocardiography, and pericardial drainage was performed. Considering the patient's condition, the procedure was discontinued. The catheter was not replaced, and the procedure was terminated. Atrial septal puncture was performed with using rf needle. The event occurred prior to initiation of ablation therapy. On that day, the patient was hospitalized in the intensive care unit (ICU). At that time, the clinical course was good. Device investigation details: the device investigation has been completed as no product has been returned for evaluation. A manufacturing record evaluation could not be performed as its been determined that the lot number was not recognized as a valid lot number, as such, a manufacturing record evaluation (mre) could not be conducted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).